Event description:
On an unreported date, there was break in aseptic technique which caused peritonitis manifested by abdominal pain and cloudy effluent. Five days later the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with cefazolin-500mg (frequency and route not reported) from day 1 to day 7 and then fluconazole-500mg (frequency and route not reported) for peritonitis. Retraining on proper aseptic technique and procedure was performed. No additional information information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.